Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a lead extraction procedure, guide wire entrapment occurred. This 0.018" platinum plus guide wire was being used to extract another manufacturers' lead in the subclavian vein. The guide wire became unraveled as the lead was being extracted over it. No pieces detached from the wire. During lead extraction, the lead became stuck on the wire making it necessary to remove the guide wire and the lead together. The procedure was considered complete once the devices was removed. No patient complications were reported and the patient's status is fine.